Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: the image is not displayed. Based on the results of the investigation, the reported malfunction could not be confirmed; therefore, the cause could not be established. However, it is presumed the probable cause of the no image found during the device evaluation is traced to component failure - the image is not displayed due to corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope exhibited that image appears but zig zags or generates interference lines during inspection for use. There were no reports of patient involvement.